Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the use of the adc device. The customer experienced symptoms described as "skin ripped, look like a stamp" and had contact with a healthcare professional who prescribed cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Physical damage was not observed on sensor patch. No issues were observed with the adhesive. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the previous report. Correction has been done.

Event description:
A skin reaction was reported with the use of the adc device. The customer experienced symptoms described as "skin ripped, look like a stamp" and had contact with a healthcare professional who prescribed cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and physical damage was observed on sensor patch. Sensor plug was not properly seated. Therefore, issue is not confirmed to use all pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the use of the adc device. The customer experienced symptoms described as "skin ripped, look like a stamp" and had contact with a healthcare professional who prescribed cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.